Manufacturer narrative:
H.6. Investigation summary: customer returned one (1) used 32g x 4mm bd pen needle without a tear drop label attached. Consumer stated needle does not dispenses the full amount of insulin. The returned sample was examined, and it was observed that the non-patient end (npe) cannula was broken; however, no evidence of manufacturing defects was observed. Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the broken npe cannula is user error when attaching the pen needle to a pen injector. The broken npe cannula would be the cause for no flow through the pen needle, hence, the customer would think the pen needle was clogged (as reported). A lot history review was carried out and no related non conformances were raised in association with these packaged lots (8346621 and 8319759) concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken npe cannula). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
Material no. 320122 batch no. 8346621, 8319759. It was reported that during use of the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g the needle clogs during injection. The following information was provided by the initial reporter: consumer stated needle does not dispenses the full amount of insulin. He has been using this needle for 5 years. He uses the needles 4 times a day. With rapid-acting insulin he gets only 4 unites, he has to use the other needle for the rest of the 6 unites. For insulin, he takes 32 units he gets 26 unite the rest it gets jammed. He uses the new pen needles for his injection each time. He visually tests the needle on both end before he uses the needle. He rotates the injection site. He does the priming.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8346621. Medical device expiration date: 2023-12-31. Device manufacture date: 2018-12-12. Medical device lot #: 8319759. Medical device expiration date: 2023-11-30. Device manufacture date: 2019-01-18. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 320122, batch no. 8346621, 8319759. It was reported that during use of the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g the needle clogs during injection. The following information was provided by the initial reporter: consumer stated needle does not dispenses the full amount of insulin. He has been using this needle for 5 years. He uses the needles 4 times a day. With rapid-acting insulin he gets only 4 unites, he has to use the other needle for the rest of the 6 unites. For insulin, he takes 32 units he gets 26 unite the rest it gets jammed. He uses the new pen needles for his injection each time. He visually tests the needle on both end before he uses the needle. He rotates the injection site. He does the priming.